Manufacturer narrative:
Per the instructions for use, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."

Event description:
It was reported that during the procedure, the instrument broke which resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.